Manufacturer narrative:
Additional information received that the patient had a surgical procedure to reimplant an ipp after having the device removed due to infection on (B)(6), 2019. A patient outcome of stable was reported. System components reservoir model- 720185-01 lot sn- (B)(4). Mfg date- 05/04/2018 exp date- 05/03/2020 gtin-00878953005669.

Event description:
It was reported that the patient experienced removal of an inflatable penile prosthesis(ipp) device due to an infection. A new device was not implanted and all devices were removed for infection treatment. The patient outcome was reported to be well.

Manufacturer narrative:
Infection was reported. The ams700 cylinders were visually inspected and functionally tested. No leak was found. There was a leak in the reservoir that was the result of sharp instrument damage consistent with explant damage. They performed within specifications. The allegation of infection can not be confirmed. System components reservoir model- 720185-01 lot sn- (B)(4). Mfg date- 05/04/2018 exp date- 05/03/2020. Gtin-(B)(4).

Event description:
It was reported that the patient experienced removal of an inflatable penile prosthesis(ipp) device due to an infection. A patient outcome was not reported.

Event description:
It was reported that the patient experienced removal of an inflatable penile prosthesis(ipp) device due to an infection. A patient outcome was not reported.

Manufacturer narrative:
Additional information received that a new device was not implanted and all devices were removed for infection treatment. The patient outcome was reported to be well. System components: reservoir, model: 720185-01, lot sn: (B)(4), mfg date: 05/04/2018 exp date: 05/03/2020, gtin: (B)(4).

Manufacturer narrative:
System components reservoir- model- 720185-01; lot sn- (B)(4), mfg date- 05/04/2018; exp date- 05/03/2020; gtin-(B)(4).

Event description:
It was reported that the patient experienced removal of an inflatable penile prosthesis(ipp) device due to an infection. A patient outcome was not reported.